Event description:
On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient fell on the ipg site. Afterwards, the patient reported feeling a severe pain at the ipg pocket when charging. The patient reported that the pain persisted even when she stopped charging. The patient was sent a new charger, but the results were the same. On (B)(6) 2010, the ipg was replaced and the patient is currently satisfied with the device.

Manufacturer narrative:
Evaluation, method- the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.